Event description:
Case description: this spontaneous report, reported by a consumer in the united states as "passed out" concerns a male pt treated with novolin 70/30 penfill cartridges (insulin human) and a novopen 3 insulin delivery device. The consumer reported that on 05-feb-2006 he passed out and was transported by ambulance to the emergency room. The consumer did not recall if he was treated for the event and his blood glucose level at the time of the event was unk. He did not report what caused him to lose consciousness. The consumer did not omit any meals or change his insulin regimen prior to the event. The same pt also experienced a hypoglycaemic coma (listed event) reported in MFR. Rep. # 9681821-2006-00054 (pt identifier 253373). The device is available for testing and has been returned by the customer. Analysis results are pending. Comment: company comment: the pt has a medical history of hypoglycaemic coma. The most likely explanation for this pt's loss of consciousness would be another hypoglycaemic episode, but since other causes cannot be ruled out with the current information, the case has been classified as "unlisted". Comment: reporter causality: unk.